Manufacturer narrative:
(B)(4). Eval, results: endoleak. No aortic neck; disease progression. Eval, conclusions: no aortic neck; disease progression.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 21 months ago, which was initially treated with another MFR's bifurcated stent graft approximately three yrs ago. Post implant of the bifurcated stent graft there was a palmaz stent implanted. It was reported approximately one yr post bifurcated stent graft an aneurx aortic cuff was implanted proximally to the palmaz stent and other MFR's bifurcated stent graft. Current vessel morphology was reported as there was disease progression and no aortic neck. A recent CT demonstrated that there was a persistent proximal type I endoleak which was identified on an unk date. One month ago an endurant cuff was implanted in addition to atrium stents, in both renal arteries, using a chimney technique. On the final angiogram, the endoleak was resolved. No additional clinical sequelae were reported and the pt is fine.